Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cold and bad phlegm. The patient did receive medical intervention and reported to see a physician and was prescribed a medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cold and bad phlegm. The patient did receive medical intervention and reported to see a physician and was prescribed a medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused a cold and bad phlegm. The patient did receive medical intervention and reported to see a physician and was prescribed a medication. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, keypad, pca, blower, blower box, blower outlet seal, and p4 power connector. Unknown contamination was observed inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box.  The device's downloaded event log was reviewed by the manufacturer, and found three errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.